Event description:
Customer reported that the device had a service indication. The device error log shows several fault codes repeating within less than a second, possibly indicating a device lock-up occurred. There was no report of pt involvement.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported fault codes that were logged into device's error log. Physio replaced the system/memory pcbs assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The replaced pcb assembly was further evaluated by the failure analysis center but a device lock-up could not be reproduced and root cause could not be determined.